Manufacturer narrative:
(B)(4): method - investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Result - investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Conclusion - investigation is still ongoing.

Event description:
The customer reported that there was a sudden loss of image during a procedure. The customer moved the catheter without image causing a cardiac perforation. The patient was moved to another room, there the perforation was closed.